Event description:
It was reported that during a lap cholecystectomy, the clips were spitting out and not forming properly. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.